Manufacturer narrative:
N/a.

Event description:
The following has been reported: description below: the hospital customer has purchased 13 new pumps. Sw 4.3. When these are charged for 6 hours, the menu shows 0 battery. If they then run the pump for about 2 hours on battery (without power), and then reconnect it to power to charge, the battery shows as full. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.